Manufacturer narrative:
At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead, implanted for pace/sense purposes, was fractured, and displayed noisy signals on the rv channel. It was suspected the fracture was a result of subclavian crush. It was also noted the competitor rv lead implanted for shock purposes was damaged a few years ago. The decision was made to surgically abandon this rv lead, and implant a new rv lead. There were no adverse patient effects reported.